Manufacturer narrative:
The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Internal complaint reference: (B)(4).

Event description:
It was reported that after a novasure procedure was successfully completed, "the device did not retract into the sheath and it was very uncomfortable when removing from the patient." No injury reported. No intervention was required.